Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy while stapling the stomach the first two firings did not fire completely and the staple line was incomplete distally. The subsequent staple line was transected prior to incomplete staples. A new reloads were used to complete the procedure. There was no patient injury.